Event description:
Laparoscopic surgery - "during laparoscopic surgery, the doctor used the applied medical laparoscopic grasper. A plastic piece of material was found in the patient's abdomen during the procedure. The doctor removed the piece of plastic and discovered that it was a piece of the jaw of the grasper being used. The plastic piece was removed from the patient's abdomen, the broken grasper was removed from the black table/surgical field. It was only one small piece that was broken and removed from the patient. No harm to patient."

Manufacturer narrative:
This report is to follow up with medwatch# (B)(4). The incident device anticipated to return. A follow-up report will be provided upon completion of investigation.in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
This report is a follow-up with medwatch# (B)(6). We have tried to obtain the incident device for evaluation with no success. No event product return was informed by our customer relation on (B)(6) 2015. The event unit was not returned for evaluation. As a result, no functional testing or visual inspection could be performed. The root cause could not be determined because the device was not returned. All graspers undergo 100% visual and functional inspection during the manufacturing and assembly process. It is possible that the breakage occurred as a result of the unit being subjected to high forces over a prolonged amount of time during the procedure. Applied medical continuously seeks to improve the form, function, and ease of use of its products. A part of this continuous process, applied medical recently made product enhancements intended to further minimize the potential for this type of incident to occur. In accordance with 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
The procedure was a laparascopic low anterior resection with primary anastomosis / intraoperative colonoscopy.